Event description:
The patient was in interventional radiology for embolization of an abdominal aortic aneurysm (aaa) endo leak. After multiple attempts the catheter fractured and 10 cm of catheter was left in the patient. Attempts to retrieve the retained catheter were unsuccessful. The patient has had no adverse outcomes to date and continues to be monitored.